Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. Occupation = attorney. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported via short form complaint, during an inferior vena cava filter retrieval and ileal cava reconstruction procedure, an unspecified 6 french ansel sheath separated. Omnipaque 300 contrast was given, and general endotracheal anesthesia was administered. After access was gained via the right internal jugular vein, initial venograms of the pelvic veins and inferior vena cava demonstrated an occluded inferior vena cava and iliac veins with numerous large collateral vessels in the pelvis. A ¿variety¿ of catheters, wires and sheaths were used throughout the procedure. Ultimately, the ivc filter was successfully freed and retrieved intact utilizing the endoluminal forceps via an unknown 16 french sheath. Via a chronically occluded right femoral access, a 6 french ansel sheath was advanced, in order to aid in the filter retrieval and cava reconstruction. However, upon retracting the sheath, the tip was dislodged from the main body of the sheath. Retrieval of the tip was successful utilizing access from the right internal jugular vein and 20 mm snare. The procedure was continued and eventually terminated due to prolonged procedure time, and the patient was admitted to the hospital for observation. No adverse effects to the patient were reported as a result of this event. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported via short form complaint, during an inferior vena cava filter retrieval and ileal cava reconstruction procedure, an unspecified 6 french ansel sheath separated. Omnipaque 300 contrast was given, and general endotracheal anesthesia was administered. After access was gained via the right internal jugular vein, initial venograms of the pelvic veins and inferior vena cava demonstrated an occluded inferior vena cava and iliac veins with numerous large collateral vessels in the pelvis. A ¿variety¿ of catheters, wires and sheaths were used throughout the procedure. Ultimately, the ivc filter was successfully freed and retrieved intact utilizing the endoluminal forceps via an unknown 16 french sheath. Via a chronically occluded right femoral access, a 6 french ansel sheath was advanced, in order to aid in the filter retrieval and cava reconstruction. However, upon retracting the sheath, the tip was dislodged from the main body of the sheath. Retrieval of the tip was successful utilizing access from the right internal jugular vein and 20 mm snare. The procedure was continued and eventually terminated due to prolonged procedure time, and the patient was admitted to the hospital for observation. The filter had been in place since 2004. Inferior vena cava thrombosis was reported. Access was obtained in the left internal jugular vein for intraprocedural monitoring. Access was obtained in the right jugular vein using ultrasound guidance and an unknown micropuncture system. Two parallel accesses were eventually obtained through the right internal jugular vein. Multiple attempts were made to access the chronically-occluded right common femoral vein. Access to the pelvic veins was eventually obtained via a collateral vein in the right groin. This access was lost at some point during the procedure and was not regained. Multiple attempts were also made to access the left common femoral vein, without success. Dominant drainage in the pelvis was via the right gonadal and peri-uterine cross-pelvic collateral veins. Numerous large abdominal wall drainage veins were noted. During the retrieval process, the unknown 16 french sheath was found to be frayed at the distal tip and was exchanged. The vena cava was serially dilated during the procedure, as were the iliac veins. A small amount of extravasation was noted at the previous location of the filter; however, this resolved with prolonged angioplasty and extravasation was not observed at the end of the procedure. Significant residual thrombosis and stenosis were noted within the iliac veins. Given the prolonged procedure time, the decision was made to terminate the procedure and admit the patient for observation. Manual pressure was applied to the access sites and hemostasis was achieved. Both retrieval of the ivc filter and recanalization of the bilateral common and external iliac veins were reportedly successful. The ivc remained ¿highly stenotic¿ and angioplasty was performed. Significant residual thrombosis and stenosis of the iliac veins was also observed at the end of the procedure. Plans for a repeat procedure were to be determined based upon improvement in symptoms. A follow-up with the physician with a CT venogram was scheduled three weeks after the procedure. No adverse effects to the patient were reported as a result of this event. A section of the device did not remain inside the patient¿s body. Investigation evaluation: a review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, inspection of the device was not possible. Cook reviewed the device master record for flexor ansel devices. There are appropriate controls in place to detect sheath separation and coil breakage prior to device distribution. The current instructions for use warn to reinsert the dilator prior to sheath removal, and to assess any cause of resistance during advancement and withdrawal. The customer did not provide an rpn or lot number for the complaint device. Because of the lack of product information, cook is unable to review the sales records to the explant facility. The design history file shows the device meets the appropriate test criteria. Based on the device master record review and the provided information, cook did not confirm that the device was manufactured out of specification. There is no evidence the complaint device was nonconforming, and there is no evidence of nonconforming material in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for this event cannot be established; however, it is likely that the anatomy contributed to the failure, as the sheath was advanced through collateral vessels. It is unknown if the dilator was reinserted prior to device removal. There is currently a CAPA investigation open to address this product failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information was available and inadvertently omitted from the initial MDR: the filter had been in place since 2004. Inferior vena cava thrombosis was reported. Access was obtained in the left internal jugular vein for intraprocedural monitoring. Access was obtained in the right jugular vein using ultrasound guidance and an unknown micropuncture system. Two parallel accesses were eventually obtained through the right internal jugular vein. Multiple attempts were made to access the chronically-occluded right common femoral vein. Access to the pelvic veins was eventually obtained via a collateral vein in the right groin. This access was lost at some point during the procedure and was not regained. Multiple attempts were also made to access the left common femoral vein, without success. Dominant drainage in the pelvis was via the right gonadal and peri-uterine cross-pelvic collateral veins. Numerous large abdominal wall drainage veins were noted. During the retrieval process, the unknown 16 french sheath was found to be frayed at the distal tip and was exchanged. The vena cava was serially dilated during the procedure, as were the iliac veins. A small amount of extravasation was noted at the previous location of the filter; however, this resolved with prolonged angioplasty and extravasation was not observed at the end of the procedure. Significant residual thrombosis and stenosis were noted within the iliac veins. Given the prolonged procedure time, the decision was made to terminate the procedure and admit the patient for observation. Manual pressure was applied to the access sites and hemostasis was achieved. Both retrieval of the ivc filter and recanalization of the bilateral common and external iliac veins were reportedly successful. The ivc remained ¿highly stenotic¿ and angioplasty was performed. Significant residual thrombosis and stenosis of the iliac veins was also observed at the end of the procedure. Plans for a repeat procedure were to be determined based upon improvement in symptoms. A follow-up with the physician with a CT venogram was scheduled three weeks after the procedure.